Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/26/2016 with the following findings: a review of the black box showed multiple loss of prime warnings with low non zero and zero force. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no warnings or alarms were emitted. Force calibration testing was performed and passed. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the bumper. Additionally, the battery cap coin slot was damaged and the cap was difficult to remove.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.